Manufacturer narrative:
The device was not returned hence the product evaluation could not be performed. Due to the unknown lot number, device history records (DHR) review was not performed. Based on available information, the root cause of the reported lens damage (bent haptic) could not be conclusively determined. However, it is likely that user-related factors (such as loading and handling techniques) and/or procedural factors (such as lens and inserter interaction) might have caused or contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reportedly the lens was removed intraoperatively due to bent haptic. The incision was enlarged to remove the lens, but there was no patient injury and sutures were not needed. Another lens of the same model was implanted.